Event description:
On 3/7/2023, it was reported by an arthrex employee via email that ar-1588rt acl tightrope rt was faulty. Case was completed using another ar-1588rt acl tightrope rt from a different lot number. This was discovered during an aclr procedure on (B)(6) 2022. Additional information received on 3/7/2023: the ar-1588rt acl tightrope rt was lacking the blue suture and could not be implanted.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. One unpackaged ar-1588rt was received for investigation. Visual evaluation found that the returned device arrived without the blue passing suture and with frayed in the uhmwpe braid, white suture. The visual evaluation found that the acl tightrope® rt arrived out of the box for evaluation. Because of this event, the complaint cannot be verified. No problem found.